Manufacturer narrative:
(B)(4) date sent: 7/11/2023 d4: batch # unk a manufacturing record evaluation is pending. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the device was put in and out of the trocar, the distal part of the trocar was partially cracked, the surgeon stopped the operation in time and removed the fragment from the body, and replaced a new trocar to continue the operation. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot: number 131c12, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.